Event description:
It was reported that the battery casing appears burnt. The equipment was advised to be removed from service and a replacement was sent. Additional information has been requested but has not been made available as of the date of this report.